Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer had experienced intermittent, ongoing high blood glucose levels that occurred after the infusion set had been in use for 3 days. The contact did not provide further information at the time of the report. Although multiple attempts were made for additional information, the contact did not reply to the requests.